Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 327 mg/dl, while wearing the pod between 24 and 36 hours on the leg. It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was bent. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received fully deployed with the slide insert visible in the top housing window. The download data shows that the device delivered 2137 pulses and delivered multiple boluses with no timeouts or drive stalls. During the investigation, the needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Inspection of the device found no issues that would cause a needle mechanism failure. Inspection of the soft cannula found no bends or kinks. Fluid was able to freely flow through the fluid path. A leak test was performed and no leaks were found.